Event description:
Dealer stated that the arm pads on a tdxsp-cg power chair are torn, causing skin irritation to the user. Additional reportable malfunctions for this device; caster tires and drive tires are bald; bolts are not holding the caster tires on the chair properly; motor is squealing, hot and locking up and the seat belt (seat positioning strap) is broken, will not latch.